Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device was not running at high enough rpm¿s to make boney cuts was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that there was an unknown substance in the electronic control unit (ecu) sub-assembly components, there was excessive debris and water liquid on the sub-assembly components, the motor was drawing in too much current, plus voltage dropped excessively, the device had component damage, and intermittent operation. It was further determined that the device failed pretest for check function of the device. The assignable root cause of these conditions was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported that during a total knee surgical procedure it was observed that the battery oscillator device was not running at high enough rotations per minute (rpm¿s) to make boney cuts. During in-house engineering evaluation it was determined that the device had intermittent operation. There were no reports of any injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.